Manufacturer narrative:
(B)(4) age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-06589 it was reported that the burr became stuck on the rotawire. The 99% target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. (Lad). A 1.50mm rotalink plus and a rotawire were used for treatment. During the procedure, it was noted that the burr locked up on the rotawire. Both devices were then removed from the patient's body and further noted that both devices could not be used. The procedure was completed with a 1.75mm burr. There were no patient complications reported and the patient's condition was good.